Manufacturer narrative:
H6: 86 = device not returned.

Event description:
This event was reported as mitral regurgitation, weakness, syncope, dizziness and shortness of breath. No further information provided.